Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump slower during rewind, louder during rewind, buttons are harder to press, buttons less responsive as well as piece from reservoir was fallen off. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify rewind anomaly due to buttons not responding. Device received with cracked reservoir tube lip. (B)(4).